Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported). There are no plans to reimplant the patient as of the date of this report.